Event description:
It was reported that the procedure was to treat a lesion in the distal anterior descending artery with 70% stenosis. The hi-torque (ht) balance middleweight (bmw) guide wire reached the target lesion but was noted to have the tip uncoiled while replacing the guide wire during the procedure. The tip coils separated but the core was intact and guide wire remains in one piece. Another guide wire was used to continue the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported tip break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.